Event description:
It was reported that the patient's stimulator was indicating "end of service". The device had depleted after 17 months of use. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v454085 serial# implanted: 2010-(B)(6) explanted: product typ lead. (B)(4).